Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise episodes. Subsequent in-clinic follow-up confirmed that the lead exhibited noise that was oversensed by the device. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.